Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information is available. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? What was diagnosis and indication for initial surgery in 2006? Other relevant patient history/concomitant medications product code and lot number mesh exposure site/location? What deficiency or anomaly of the mesh was observed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and the mesh was implanted with difficult suburethral dissection. The patient experienced prolapse, mild bladder overactivity and small asymptomatic erosion noted on (B)(6) 2019 examination. The decision was made to treat conservatively with estrogens in first instance. No further information is available.